Event description:
It was reported that the patient was experiencing pain in the implantable cardioverter defibrillator (ICD) pocket area. The pocket was revised to relocate the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).